Event description:
It was reported that the user underwent a factory reset of the ilet due to concerns about meal announcement maladaptation and hypoglycemia, and the user initially experienced failure to pair a g6 continuous glucose monitor (cgm) because the transmitter ID was entered incorrectly; after reentering the correct transmitter and sensor codes, cgm readings appeared and setup was completed. Symptoms included reported hypoglycemia and insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize impact on health status. The user refused to provide additional information regarding symptoms and outcomes. Investigation included communication with the user, interviews, and analysis of information provided by the user or third party. Investigation of this case revealed a usage problem and no device problem found, with the use error characterized as an improper or incorrect procedure or method related to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.